Manufacturer narrative:
Other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device in good condition with no physical damage. Functional testing found device was not recirculating water. Removed back panel for further investigation. During visual inspection, technician found out that there was a crack in the return tube which had leaked water, and damaged multiple internal components. Replaced main printed circuit board (pcb), return tube, and membrane switch. Device passed all functional and electrical tests. The root cause of the reported issue was found to be a design issue. Corrective action and preventive action (CAPA) has been opened to address the reported issue.

Event description:
It was reported that the device would not reach temp.